Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a sensor failed and broke during insertion. Customer's blood glucose was 214 mg/dl at the time of incident. Troubleshooting advised customer on proper insertion. No further details given.